Event description:
It was reported by service report that the fowler will not raise or lower fully due to the wrong mattress being installed on the stretcher by the hospital staff. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: mattress. Correct mattress installed.